Event description:
Patient had a medtronic pacemaker. The atrial lead was medtronic 5076/45, ventricular lead was medtronic 5076/52. Patient had a history of hypertension and recently diagnosed atrial fibrillation with atypical flutter with rapid ventricular rate on stress test. Attempts to initiate digoxin and sotalol resulted in significant bradycardia. Approximately 4 months after implant, patient had some syncope at his office and was brought to the ER. He was diagnosed with cardiac tamponade when ultrasound in the cardiac catheterization lab demonstrated fluid around the heart. He was moved to the or for an urgent pericardial window and potential repair of cardiac puncture. The pericardium was entered and approximately one liter of dark, venous type blood welled from the chest. It was found that the right apical atrial wire was screwing itself out of the atrial wall. The tip was cut off and allowed to remain in the right atrium. The lead was removed and a bipolar lead was sutured onto the right atrium and put through into the pacer pocket. Two chest tubes were inserted and the chest was closed.